Event description:
It was reported that this right ventricular (rv) lead showed an automatic safety switch from bipolar to unipolar configuration due to a high, out of range pacing impedance measurement. The impedance remained stable afterwards. The pacing thresholds have been high with low r waves. The change in impedance was abrupt so an impedance evaluation in bipolar was recommended. No over sensing was observed in presenting. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.